Event description:
A physician reported that an ophthalmic operating console shut down during surgery when switching from ultrasound mode to irrigation aspiration mode during a surgery. After rebooting the console, system messages were displayed. The surgery was completed successfully by replacing the console with another console. There was no patient harm.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The host module was received, and a visual assessment of the returned sample revealed no obvious non-conformities. The voltage of the central processing unit (cpu) battery was measured and found to be still sufficient. The returned host module was installed into a calibrated system with no system messages displaying at startup. The host module passed all surgical tests in ultra sound mode and irrigation aspiration mode. The console was put through a burn-in test overnight and stayed on, passing the test. No non-conformities were observed during surgical testing in sculpt and cortex mode for five minutes each. The host module passed tests. The returned host module was found to be working as intended. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate the reported event. As a preventative measure, the company service representative replaced the host module and the power supply. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The system was found to exhibit no functional problems; therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).